Event description:
It was reported that the wholey wire had kinks, so there was trouble advancing the catheter over the wire initially. After deploying the stent, the inner mandrel detached from the handle. No pt complications were reported.

Manufacturer narrative:
Product was not returned for an eval.